Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) reported that the patient had an infection and had their leads plus battery explanted a few months prior to the report. The issue being reported was an infection which resulted in a complete system replacement. The issue was reported to have resolved at the time of the report. Relevant medical history includes non-malignant pain and head/neck (non-malignant).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.